Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead, resulting in inappropriate shock. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events of noise and inappropriate shock were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the ring electrode cable lumen in between the shock coils consistent with friction to another device or feature of the heart. The etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported events was isolated to external insulation abrasion abrading the ring electrode etfe cable coating.